Event description:
During a routine device exchange to address normal battery depletion, the screw driver did not fit the set screw and the set screw could not be removed from the header of the implanted device. As a result, the right ventricular (rv) lead was cut and capped in order to explant the device. A new rv lead and device were successfully implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of v-setscrew could not be untightened to release the rv-lead was confirmed. Analysis found that calcified blood was filling the v-setscrew inset. The calcified blood was preventing the wrenches from engaging the v-setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood making it difficult to engage the setscrew to untighten it. The blood most likely came through the hole punched through the septum by the torque wrench during the implant procedure. Electrical testing: the battery voltage is at elective replacement indicator (eri) approaching end of life (eol).